Event description:
It was reported that the patient expired. The patient¿s daughter stated that her father¿s health deteriorated rapidly after implant and that the device was programmed inappropriately. Patient suffered a stroke about two weeks prior to passing. Official cause of death was renal failure. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4).